Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the info provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made, but at the time there was no inventory of the involved product code available at the facility nor is being manufactured at the time. However, the last DHR was reviewed to verify the reported defect by the customer and no issues or discrepancies were found which could potentially relate to this. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the tubing fell out and became disconnected from the connector during use. The tubing was reported to have disconnected without any force. No report of patient injury or harm.